Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found that the issue was not persistent and that it was intermittent. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an alarm associated to the clamp encoder during priming. The issue improved by multiple device restarts. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported error could be confirmed upon testing and the failure was traced back to the encoder and flat ribbon cable. The parts were replaced and problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Defective encoder and its flat ribbon cable were identified as root cause of the reported malfunction.